Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event was requested but not received.

Event description:
Following an ablation procedure, a stroke with confirmed thrombus occurred. During the procedure, the tacticath catheter had a baseline impedance of approximately 130 ohms, which gradually increased during ablation on the septum and ridge until it reached150 ohms nearly every burn. The catheter was exchanged and the impedance was as expected for the remainder of the procedure. Prior to replacing the tacticath, there were issues with 3 non-abbott ablation catheters. When the patient awoke following the procedure, the stroke was noted. A thrombus was confirmed via CT and the patient was followed at another hospital. It was indicated by the physician that the tacticath was the cause of the event. The patient was anti coagulated during the procedure and has no history of strokes. The active clotting time was over 350. An embolectomy was performed, but only partially successful. Information received stated the patient condition had worsened and a tracheostomy was done.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when connected to the tactisys unit, with no error messages noted. The catheter also met specifications during temperature testing and flow testing. A simulated ablation test was conducted with no impedance anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported event remains unknown.